Event description:
Pt reported obtaining back-to-back blood glucose results of 300 mg/dl and 118 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt noted that quality control testing had been performed on the suspect product, 2 weeks earlier, and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.